Event description:
The customer reported limited field of view on the right side, and a longitudinal smear on the monitor during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.